Event description:
The user facility reported that during a procedure, the patient's left main artery, which was tortuously shaped, opened into the right coronary artery. When the guide wire was advanced to the distal end of the diagonal branch, the 1.5 mm balloon could not be pushed into place following the guide wire, indicating difficulty in controlling the wire. Subsequently, the patient experienced chest pain, prompting attempts to withdraw the guide wire, initially directly, then with the aid of a microcatheter. Part of the residual guide wire was removed through laser ablation, while the remaining portion was extracted, and the wire disassembled. A drug-eluting stent (des) was then deployed to encapsulate the fractured segment of the guide wire within the blood vessel. However, not all residuals were removed; a fragment of the fracture site remains in the patient, secured by the stent. The event occurred intra-operative. The patient's final impact was serious health damage. The event took occurred intra-operative. The current patient condition is serious health damage.

Manufacturer narrative:
E1: phone number: requested, unknown. The actual sample was not returned, the investigation of it could not be performed. The provided image showed that the actual sample was fractured at the distal end, and unraveled coil and exposed core wire were observed. A historical review of the product code/lot number involved revealed no anomalies in the manufacturing or shipping inspection records. Additionally, no similar complaints from other facilities were found in the past complaint file. Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. However, since the actual sample was not returned and analysis of it could not be performed, it was not possible to identify the cause of occurrence. Relevant instructions for use (IFU) reference: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded as shown in fig. 2, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.